Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown, a shipping search on sap system was performed of the lots delivered to the patient within three months prior to the event date. However, no information in the sap system was found indicating that the affected product was delivered to the customer. Additionally, the last delivery lot was reviewed, however, no information in the sap system was found indicating that the affected product was delivered to the customer. As no information was found in the sap system, a DHR review was not performed. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation, the alleged defect could not be confirmed. No sample has been provided at this time to perform a physical evaluation.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a patient's treatment. When treatment was completed, there was fluid discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The clinic has back up cyclers to use in the absence of the cycler. The cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a patient's treatment. When treatment was completed, there was fluid discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The clinic has back up cyclers to use in the absence of the cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.